Event description:
It was reported that during a lap nissen fundoplication, the tissue pad practically came off, but was still attached. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.